Event description:
The hosp reported during a procedure, the physician noticed subcutaneous air in the penis and scrotum. In addition, the anesthesiologist noted subcutaneous crepitus in the pt's chest wall. It was at that point the hosp noticed the pump was pumping air into the bladder. The pt underwent an abdominal exploration with repair of bladder rupture.